Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving 70 mcg/ml clonidine at "19.95/day", 25 mg/ml bupivacaine at "7.13/day", and 20 mg/ml morphine at "5.7/day" via an implantable pump for non-malignant pain. It was reported that the patient took a fall a couple of months ago in 2016 and they were questioning if the catheter was intrathecal. They had tried numerous diagnostics, MRI, x-ray, etc. And were having a hard time visualizing the catheter as the patient also had a lot of hardware in their back. A dye study was performed on 2016-06-01, but were still unable to see on the x-ray where the tip of the catheter was. The patient's symptoms were reported as "non-therapeutic relief" and the onset was noted to be gradual. The reservoir volumes at refills had been accurate and the patient's personal therapy manager (ptm) had been working properly. It was later reported that the patient first started experiencing the issue in 2009. No catheter issue was confirmed. A CT of the lumbar spine was performed, but the results were unknown. Further diagnosis was pending. The cause of the event was noted to be an anchor issue. Additional information was received from a manufacturer's representative on (B)(6) 2016. It was reported that the catheter was out of the intrathecal space and the tip of the catheter had developed "some kind of mass" around it in the subcutaneous area. A catheter revision as planned with the intention of replacing the distal portion of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.